Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was 152. The customer assisted in performing a 5.0 unit fixed prime. The customer stated the insulin did exit. Customer stated the insulin pump no delivery alarm will not stop occurring. Customer was advised that we would ship are replacement pump. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 469 mg/dl. Customer was treated with backup plan. Customer stated that blood glucose were high due to no insulin.